Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The customer reported that, during preoperative testing, it was noted that the interlock system was not functional. There was no report of patient involvement.

Manufacturer narrative:
The unit was returned to the manufacturing site for investigation. The unit was inspected, and it was noted that the actuator nut fell off and was caught under the interlock bushing, resulting in a sticking interlock pin.